Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified superior femoral artery (sfa). A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, on the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: microscopic examination revealed that the tip is damaged and there is a pinhole 16mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified superior femoral artery (sfa). A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, on the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.